Event description:
In 2008, a physician reported that a female patient was hospitalized on three days earlier for a diagnosis of peritonitis after using dianeal solution and a uv transfer set. The patient had her uv transfer tube exchanged on the previous month. On three days laters, the patient noted that her uv transfer tube was pigmented. The hospital advised her to take a "wait and see approach". On four days prior to original date, the physician saw the patient, her effluent was checked but was not cloudy. On the next day, the peritoneal effluent was cloudy and the patient was diagnosed with peritonitis. The patient was treated with an unknown antibiotic. On original date, the culture results returned positive for staphylococcus aureus. As of the same day, the patient had not recovered from the peritonitis. The physician indicated that it was possible that the peritonitis was related to the uv transfer set. As of wleven days later, the patient had not recovered from the peritonitis. The physician planed to removed the patient's catheter as treatment.

Manufacturer narrative:
Baxter submitted the examination result report of the patient's uv transfer set. The uv transfer tube was pigmented only outside of the tube and there was no leakage in the uv transfer set.